Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8416-70 serial#: (B)(4) description: 2×8 MRI paddle lead, lim, 70cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing post-operative surgical pain following a revision procedure. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.